Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 406 mg/dl. Customer stated that she woke up with a blood glucose of 404 mg/dl reading on the sensor. The customer was assisted with troubleshooting. Customer that she had given a bolus but feels she did not give enough insulin so blood glucose went up and when she went to give a bolus. The customer stated that the insulin pump had no delivery alarm and found that the reservoir was empty so she was trying to put a new one in the insulin pump but while trying to prime with me on the phone but received the no delivery again and we found that the reservoir was empty. The insulin pump will not be returned for analysis.